Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd administration set for a pump tubing has air in the line. No reported adverse effects. Is showing an occlusion on the pca equipment even though all directions were followed. No reported adverse effects.